Manufacturer narrative:
During the procedure, the septal branch got occluded. Troponin increased and was reported as non-q wave mi. Patient recovered. Investigator assessed event is causally related to the device and not related to the antiplatelet. Sponsor assessed the event as not related to the index device or antiplatelet medication. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx was implanted into the lad and one resolute onyx was implanted into the lcma. On the same day the cec adjudicated the patient suffered a non q wave mi (target vessel) 3rd udmi peri pci in the lad.